Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into the water and insulin pump had open book image on the screen. The blood glucose was unknown. Customer went into the water and noticed that there's water inside the battery compartment. Customer was advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.